Event description:
It was reported that during use with a swan-ganz catheter, blood leakage occurred from where the catheter was inserted at the catheter guard and was filled with blood. Follow up with customer, indicated that there was no pt injury or complication reported. The amount of blood loss was not reported from the customer.

Manufacturer narrative:
The device was not returned. Examination of the hemostasis type valve found the duckbill valve to be torn and there is a section of the duckbill that was not returned. This condition will allow the valve to leak when there is not a catheter inserted.